Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined that valves were overheating. The fse replaced the ise buffer valves and reference valves to resolve the issue. The fse performed system verification successfully without further issues. The instrument returned to normal operation after parts replacement. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on cell 2 of their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.